Event description:
The lay user/patient called lifescan (lfs) in 2005, regarding his one touch ultra meter being in the incorrect unit of measurement (uom). The patient did not report any symptoms or treatment. This report is being submitted in retrospect as on 121/02/2005 medical affairs became aware of a failure of this meter to be non-user-changeable. The patient stated that the meter was not-out-of-the-box. The patient reported that his meter was previously set to the correct unit of measurement. He reported that he had not changed the unit of measurement in the settings mode. This case is being reported as the device was supposed to be non-user-changeable; so it did not function as intended.